Manufacturer narrative:
Investigation summary: bd received 100 samples from the customer in support of this complaint. 100 returned and 100 retained samples were visually inspected, and no gel defect related to oil gel globules defect was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode oil gel globules, bd has initiated further root cause investigation relating to the issue of oil gel globules through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes that two (2) tubes had oil gel globules in the sample. There was no report of impact on the patient or user.